Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer encountered a clip application with the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The incident did not occur while loading the clip onto the clip applier (prior to being inserted into patient) nor prior to clip application (instrument in patient). It occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The weck hem-o-lock medium-large clip was used with the clip applier instrument. The medium-large clip was used by the surgeon on the vessel or structure. The vessel or tissue bundle was no greater than the specified diameter suggested. When the incident occurred, it was the first application of the clip applier. The issue was resolved using a back-up instrument. The incident occurred on jan-09-2024.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium¿large clip applier instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. The medium¿large clip applier instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and was fully functional. Further evaluation of the medium¿large clip applier instrument found it had one bent grip, which caused misalignment of the grips. There was a 0.87mm offset at the tips. The grips did not show cracking damage. The components adjacent to this bent grip did not show damage.